Manufacturer narrative:
(B)(6).

Event description:
While performing bench service for the device, it was discovered by an authorized bench technician that the rubber button cover for the unit was worn / damaged.